Event description:
Physician reported implant rupture and capsular contracture - baker grade iii. Device has been explanted and replaced. This relates to the right side.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contractor is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contractor, baker grade iii.

Event description:
Physician reported implant rupture and capsular contracture - baker grade iii. Device has been explanted and replaced. This relates to the right side.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Physician reported implant rupture and capsular contracture - baker grade iii. Device has been explanted and replaced. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as an unidentified (tear) opening¿ (shell thickness within spec). Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: yellow particles observed on the device. Yellow particles observed in the gel. No further actions are required as the device was implanted. Clarification h6 codes sent in prior mw apply now to device analysis vs photo analysis.